Event description:
It was reported that the user lost power at home, went to a different location, and attempted to start a dexcom g7 continuous glucose monitor (cgm) sensor but entered a mismatched code, resulting in a pairing failure and loss of cgm data for use with the ilet system. User experienced no new cgm readings during the event with no adverse clinical symptoms reported. Outcomes included temporary interruption of automated glucose control dependent on cgm input with no health impact. User support included troubleshooting and user education. Investigation of this case revealed that the ilet system interaction was affected by user pairing with the wrong sensor type and an incorrect sensor code, leading to cgm sensor failure and lack of data transmission. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and use error.